Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2014 with the following findings: a review of the pump¿s black box history showed that the pump was never used to make insulin deliveries. The battery compartment was intact; no damage was observed. The returned battery cap was intact and was able to be secured to the pump. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of loose components or damage to the power circuit was observed. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after changing the battery.